Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. The customer cleared the alarm and resumed insulin delivery. The customer declined to provide blood glucose level as they had not tested. Reportedly, the customer change the auto-off time setting duration.